Event description:
It was reported that the patient presented in the hospital for a routine device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was experiencing noise with noise reversion. The rv lead was capped and replaced with an alternate rv lead on (B)(6) 2022. The patient's condition was stable.